Event description:
The report from hospital say, at 23:24 on (B)(6) 2022, when the patient was using a ventilator to assist respiration, the machine suddenly alarmed with a display tf: 9433. The nurse immediately disconnected the ventilator and checked the alarm, but the alarm persisted, so a backup ventilator was replaced, which did not cause adverse effects on the patient. Hamilton-g5 made in (B)(6) 2012.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause could not be clearly determined, but a defective mainboard due to aging may be a probable cause. In consequence (correction) the main board was replaced. There was no patient or user harm.